Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The reported issue was solved by replacing the blown fuses and the capacitor. After replacement, the compressor mini was handed over to the customer in good working condition. The root cause as to why the fuses were blown cannot be established by this investigation.

Event description:
It was reported that the compressor's fuses were blown. The fuses and the capacitor were replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).